Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter would power off during use. The medical surveillance specialist (mss) spoke with the reporter (husband) on (B)(6) 2013 and obtained the following information. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin pump therapy. The patient continued to administer self the usual dose of medications. On (B)(6) 2013, the reporter claimed the patient felt symptoms of lethargic, disoriented and was vomiting. Emergency medical services (ems) was contacted. The patient reportedly obtained a blood glucose result of ¿800 mg/dl¿ with the ems meter. The patient was administered novolog insulin (amount not specified) and intravenous (IV) fluids as treatment. Ems took the patient to the hospital and was admitted into the intensive care unit (ICU). No additional treatment was specified. The reporter did not provide any additional blood glucose results obtained at the hospital. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury with the ems meter and received medical intervention from a health care professional (hcp) after the reported issue began.